Manufacturer narrative:
Further information has been requested of the initial reporter as well as consulting doctor regarding: additional information regarding the reported event, date of occurrence, implant date, explant date, patient information and device information. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications - possible complications of the use of the orbera® system include: · gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. · continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. · injury to the lining of the digestive tract as a result of direct contact with the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition.

Event description:
Reported as: a patient with the orbera intragastric balloon had presented to the hospital with nausea and vomiting. The hospital placed a nasogastric tube. The patient then ended up in the ER, which an endoscopy was performed and found ulcers and a bleeding vessel, which was noted "most likely from the nasogastric tube." The device was removed.

Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 14-sep-2017. Device labeling addresses the additional event as follows: possible complications: possible complications of the use of orbera include: - gastric outlet obstruction. A partially-filled balloon (i.e., <400 cc), or a leaking balloon could lead to gastric outlet obstruction, requiring balloon removal. It is also possible for a fully inflated (400-700 cc) balloon to lodge itself in the gastric outlet causing a pyloric obstruction which can produce a mechanical impediment to gastric emptying. Gastric outlet obstruction may require surgical removal.

Event description:
Additional information provided by the physician noted: "the balloon got stuck causing gastric outlet obstruction".